Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-626a-2258: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Event description: 30:24 minutes expended on the first fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 247,459 joules of use, it was noted that the "aiming beam fires straight out of the fiber". The fiber was exchanged and the second fiber was used to complete the procedure at 99,875 joules of use. The tip of the first fiber was cleaned during the procedure. Patient outcome: "ok".